Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.